Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcbfluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the electrical connector fluid damage, the angle wire play, the lg cable connector corroded, the lg root brace rubber cut, the remote control buttons cut, the objective lens unit dirty, the air/water nozzle loosened, the light guide cable loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).